Event description:
It was reported that a device was used during a hernia repair. The surgeon did not insufflate prior to insertion of the device. Upon entering the left upper quadrant, the surgeon noticed blood in the abdominal cavity. Surgeon converted to open and repaired the cut in the aorta.